Event description:
Our rep is reporting that during a shoulder repair, a portion of the distal tip of a knot manipulator broke off into the patient. Although the surgeon is reporting no patient consequences and that the case was concluded successfully without further incident, the broken fragment was not able to be retrieved from the patient's body.